Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported that during an intraocular lens (iol) implant procedure, the posterior haptic broke. Surgeon stated that the lens was not explanted and following the procedure patient experienced significant hypermetropization and the implant did not seem to have rotated.